Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy") and psychological trauma ("psychological injuries"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2015. Patient received treatment for- pelvic pain, abdominal pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received event injury was replaced with new events- pelvic pain female, abdominal pain, general abnormal bleeding, allergy and psychological injuries were added. Reporter and patient demography added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C95080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, hypothyroidism, back pain and metrorrhagia. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological injuries/ psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological injuries/ psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with surgery (dilation and curettage and salpingectomy(bilateral); dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015. Patient received treatment for- pelvic pain, abdominal pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 4-feb-2020: plaintiff fact sheet received : lot number added. Reporters added. Events added-vaginal haemorrhage, menorrhagia. Event ¿psychological trauma¿ updated to events ¿depression¿ and ¿anxiety¿. Concomitant condition and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C95080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, hypothyroidism, back pain and metrorrhagia. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological injuries/ psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological injuries/ psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with surgery (dilation and curettage and salpingectomy(bilateral); dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015. Patient received treatment for- pelvic pain, abdominal pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : pelvic pain, abdominal pain batch no c95080, production date 2014-08-19, expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.